Manufacturer narrative:
The facility reported an individual spilled rapicide high level disinfectant on themselves and experienced chemical exposure on their skin. The exposed individual is reported to be doing fine but the facility requested information on the effects of exposure to rapicide hld. Medivators regulatory affairs provided information related to the effects of exposure to rapicide glutaraldehyde along with the product's safety data sheet. They were also advised to seek medical attention if symptoms persist. Medivators ra made several attempts to contact the facility for further information regarding the exposure and if any symptoms were experienced from the chemical exposure. It is unknown if the exposed individual was wearing proper personal protective equipment (ppe) when the spill occurred. This complaint will continue being monitored in medivators complaint handling system.

Event description:
The facility reported an individual spilled rapicide high level disinfectant on themselves and experienced chemical exposure to their skin. The facility requested information about the effects of exposure to rapicide hld.